Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the quality control (qc) data which showed integrated multi-sensor technology (imt) drift errors on sodium (na) and chloride (cl) assays, and above assay range values. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the na and cl imt standards 1, 2, and 3 because they were showing less than 10% capacity. The cse primed the new standards, ran calibration and quality controls, resulting within range. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were re-run on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.